Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test alarm. Customer's blood glucose level was 179 mg/dl. Troubleshooting for the failed battery test alarm was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer advised the failed battery test recurred after receiving a replacement battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart and self tests. However, the pump was unable to prime during the prime test and it gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. No failed battery or bad battery alarms noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked case at the reservoir tube window corner and a missing end cap sticker.